Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the IV (intravenous) connection of an unspecified access set was not secure and a leak occurred. This event occurred during a surgical procedure. At the time of the event, a blood transfusion was in the process of being connected to the patient. It was reported that when the blood transfusion was hooked up, the IV connection was not secure and much of the transfusion blood spilled onto the floor (unspecified volume). The physician took down the tape and tightened the connection on the IV. There was no report of patient injury or medical intervention associated with this event. No additional information is available.